Manufacturer narrative:
On september 5, 2022 the customer reported a blank display and a crack on the back of the battery compartment after she slipped, hit the concrete, and fell into a pool. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, cracked case on the battery tube side. Unit passed displacement and active current measurement tests; it failed sleep current measurement and self tests. No unexpected blank displays were noted during testing. Self test failed because it returned a device error 75. Thus software was utilized and uploaded trace/history files properly. Some unexpected power error did pop up during testing. The adapt tool reveals that the following battery related alerts/alarms occurred around the event date: 104=low battery occurred on august 28, 2022 @ 08:00:00; 73=change battery occurred on august 28, 2022 @ 17:31:00. The adapt tool also reveals that the following device errors that could potentially trigger a critical device error occurred around the event date: hardware low level failure (variable info = 0c) occurred on september 5, 2022 @ 10:52:01. The case was cut open. After visual inspection, there is corrosion in/around the following: electrical board , components located at both the bottom and top of the back side of the board. In summary, the customer¿s report of a blank display was not confirmed but that of a crack on the back of the battery compartment was confirmed during testing. Hardware low level failure (variable info = 0c) is due to a hardware error, and device errors 75 and power error are due to corrosion especially around the electrical board and battery connectors. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer slipped, hit the concrete and fell into the pool. There was a crack at the back of the pump and its blank. Blood glucose value at the time of event was 151 mg/dl. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.